Event description:
This is the first report of two involving an excel 36khz straight handpiece from the same facility. It was reported that during the first surgery, the unit only performed at 70%. The pt did not incur an injury. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.